Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction alarm 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, resettable malfunction was discussed, and technical support arranged shipment of replacement pump.